Event description:
It was reported while transporting a patient on the chair one of the transport wheels broke. There were no injuries associated with the incident.

Manufacturer narrative:
The chair was not made available for evaluation; however, the end user did confirm that the wheel had been repaired, is functioning properly and has been returned to service.

Event description:
It was reported while transporting a patient on the chair one of the transport wheels broke. There were no injuries associated with the incident.